Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had experienced a loss or change of therapy. The permanent device was not helping symptoms as well as the trial was. During the day, the patient does not have a good success. Patient had a lot of the same symptoms that she had before implanted. On (B)(6) 2016, the patient went 45 minutes away from home and stopped to go to the bathroom but when she got back to the car she felt she had to go again. It was frustrating. At nighttime, she noticed she does not get up as much as she did before implanted. But she gets up more than during the trial. Before implant, she used to get up every hour. During trial she got up one time at nighttime. With the permanent ins (stimulator), she gets up 3-4 times a night. It could also be related to food or drinks. She does feel stimulation. She tried increasing stimulation and felt stimulation might be too strong because she had a bladder spasm. Patient turned it back down. She was still having bladder spasm because she had ic (interstitial cystitis). She was told that the device would not help her ic, it was only for her frequency. The patient noticed her ic symptoms got better at trial. She was at 1.8 volts at trial and she was at 1.8 volt now. Stimulation now feels stronger than it was in trial. She was at 1.3 volt s in program 3 and ins was on. The patient was scheduled to see hcp (healthcare provider) on (B)(6). Event date was on (B)(6) 2016 for no therapeutic effect (during the day symptoms are the same as before implant, during the nighttime they improved but not as good as the trial was) and (B)(6) 2016 (about a week ago) for bladder spasms. Additional information received from healthcare provider reports the patient was seen on (B)(6) 2016 likely had uti (urinary tract infection) and antibiotics prescribed. The patient was satisfied. The device was reprogrammed and antibiotics prescribed. Reprogramming results not printed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.